Manufacturer narrative:
This report is associated with (B)(4), ultra corega cream without flavour. Ultra corega cream without flavour is marketed as super poligrip cream in the us.

Event description:
"He felt asphyxiation, he was short of breath" [asphyxiation], "throat closed up" [throat constriction], throat scratched [throat irritation], lost the voice [loss of voice], "he felt asphyxiation, he was short of breath" [shortness of breath]. Case description: this case was reported by a consumer via call center representative and described the occurrence of asphyxiation in a (B)(6) male patient who received double salt dental adhesive cream (ultra corega cream without flavour) cream (batch number xp8b, expiry date october 2020) for dental prosthesis wearer. Co-suspect products included denture cleanser (corega tabs) tablet (batch number mf201724a, expiry date june 2019) for dental prosthesis user. On (B)(6) 2018, the patient started ultra corega cream without flavour. In (B)(6) 2018, the patient started corega tabs. On (B)(6) 2018, less than an hour after starting ultra corega cream without flavour and an unknown time after starting corega tabs, the patient experienced asphyxiation (serious criteria gsk medically significant), throat constriction, throat irritation, loss of voice and shortness of breath. Corega tabs was continued with no change. On (B)(6) 2018, the outcome of the asphyxiation, throat constriction, throat irritation, loss of voice and shortness of breath were recovered/resolved. The reporter considered the asphyxiation, throat constriction, throat irritation, loss of voice and shortness of breath to be related to ultra corega cream without flavour. The reporter considered the asphyxiation, throat constriction, throat irritation, loss of voice and shortness of breath to be unrelated to corega tabs. Additional details, on (B)(6) 2018 consumer applied ultra corega without flavor, as is indicated, to fix his prosthesis. In less than an hour he felt that his throat closed up and it scratched, he lost his voice and he felt asphyxiation, he was short of breath. After drinking a lot of water, approximately 1 hour later, and clean the prosthesis patient got recovered. He also used corega tabs to clean the prosthesis since (B)(6) 2018. Reporter mentioned that the patient was very healthy and he did not consume other medicines. The action taken with ultra corega cream without flavour was withdrawn and dechallange was positive.